Event description:
It was reported that the system controller was replaced, due to color changes on the lcd screen. Green and "blotchy" black spots were noted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s liquid-crystal display (lcd) screen being discolored was confirmed, as the returned system controller (serial number (B)(6)) was observed to have discoloration on its screen upon being connected to power. The controller was functionally tested and performed as intended despite the screen¿s discoloration. The controller¿s housing was opened, and fluid ingress was observed throughout the controller¿s interior which affected the lcd printed circuit board (pcb) and the lcd screen. The root cause of the reported event was determined to be fluid ingress within the system controller; however, the root cause of the fluid ingress was unable to be conclusively determined. Review of the device history record for the system controller showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook and the heartmate 3 lvas instructions for use instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 patient handbook section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.